Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to multiple breaks in aseptic technique by the patient¿s spouse who is the caregiver and performs the treatment set-up. Additionally, the patient permits the family dog to sleep in the bed during treatment despite being instructed to not have pets in the treatment area. The pd effluent culture result of staphylococcus epidermidis supports the cause of a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
During a call with technical support regarding slow drains, it was reported that this male peritoneal dialysis (pd) patient was treated for peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of diffuse lower abdominal discomfort and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef 1g daily. The culture resulted positive for staphylococcus epidermidis. The white blood cell count was 3010 with polymorphonuclear cells (seg) of 86%; lymphocytes 4%, monocytes 5%, eosinophils 2%, and basophils 1%. The antibiotic therapy was adjusted once the final culture and sensitivity results were received. The ancef was discontinued, and the patient was initiated on ip vancomycin every four days. The vancomycin dosage was based on the vancomycin trough levels. A repeat culture will be drawn on 12/dec/2022. The patient did not require hospitalization. The cause of the peritonitis was attributed to multiple breaks in aseptic technique. The patient¿s wife provides the patient¿s treatments and admitted to omitting 1 minute of handwashing and the use of hand sanitizer before making the sterile connections. The patient also has a large breed dog that is allowed to sleep in the patient¿s bed despite being trained to avoid pets in the treatment area. The patient is currently continuing pd therapy utilizing the liberty select cycler.

Event description:
During a call with technical support regarding slow drains, it was reported that this male peritoneal dialysis (pd) patient was treated for peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of diffuse lower abdominal discomfort and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef 1g daily. The culture resulted positive for staphylococcus epidermidis. The white blood cell count was 3010 with polymorphonuclear cells (seg) of 86%; lymphocytes 4%, monocytes 5%, eosinophils 2%, and basophils 1%. The antibiotic therapy was adjusted once the final culture and sensitivity results were received. The ancef was discontinued, and the patient was initiated on ip vancomycin every four days. The vancomycin dosage was based on the vancomycin trough levels. A repeat culture will be drawn on (B)(6) 2022. The patient did not require hospitalization. The cause of the peritonitis was attributed to multiple breaks in aseptic technique. The patient¿s wife provides the patient¿s treatments and admitted to omitting 1 minute of handwashing and the use of hand sanitizer before making the sterile connections. The patient also has a large breed dog that is allowed to sleep in the patient¿s bed despite being trained to avoid pets in the treatment area. The patient is currently continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction.

Manufacturer narrative:
Correction provided in h6 and h10. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction.

Event description:
During a call with technical support regarding slow drains, it was reported that this male peritoneal dialysis (pd) patient was treated for peritonitis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of diffuse lower abdominal discomfort and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ancef 1g daily. The culture resulted positive for staphylococcus epidermidis. The white blood cell count was 3010 with polymorphonuclear cells (seg) of 86%; lymphocytes 4%, monocytes 5%, eosinophils 2%, and basophils 1%. The antibiotic therapy was adjusted once the final culture and sensitivity results were received. The ancef was discontinued, and the patient was initiated on ip vancomycin every four days. The vancomycin dosage was based on the vancomycin trough levels. A repeat culture will be drawn on (B)(6) 2022. The patient did not require hospitalization. The cause of the peritonitis was attributed to multiple breaks in aseptic technique. The patient¿s wife provides the patient¿s treatments and admitted to omitting 1 minute of handwashing and the use of hand sanitizer before making the sterile connections. The patient also has a large breed dog that is allowed to sleep in the patient¿s bed despite being trained to avoid pets in the treatment area. The patient is currently continuing pd therapy utilizing the liberty select cycler.